Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve replacement (tavr) procedure, the patient was re-hospitalized for the purpose of treating heart failure after a femoral neck fracture surgery. Subsequently, a peripheral vascular thromboembolism of the left femoral artery was observed, so an endovascular thrombectomy was performed. Treatment was continued, however, the patient suffocated. The condition worsened, and the patient subsequently died. Per the physician, the peripheral vascular thromboembolism was related to the tavr procedure, but the death was reported as not related to the valve or procedure. The cause of death was reported as infection.

Event description:
Additional information was received that 10 days following the implant of the transcatheter valve, cholecystitis was observed. Per the physician, the cholecystitis was not related to the valve or procedure.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.